Event description:
It was reported that the systems had a frame synch error which would cause a loss of the live fluoroscopy image, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.